Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
On the literature article named "radiologic outcomes of intramedullary nailing in infraisthmal femur-shaft fracture with or without poller screws", it was reported that, during the treatment of patients with infraisthmal femur-shaft fractures with fixation with a trigen tan nail, one (1) patient with a type b fracture who underwent nailing without poller screws developed an atrophic nonunion and underwent an exchange nailing. The union was achieved 22 weeks later, although it is unknown if the outcome is related to the initial surgery or the second procedure.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.